Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer was not following the proper load procedure. Blood glucose level was not impacted. Tandem technical support educated the customer on the accurate load instructions.